Event description:
On january 22, 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal. The sensor was inserted on (B)(6) 2025.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user started receiving glucose suspend alert on 22 january 2025, day 14 after insertion. The returned sensor was tested in-house, however, the testing did not reveal any malfunction of the sensor. A review of the dms data revealed instability in the signal and reference channels on the 22 jan 2025 onwards, and glucose suspend was triggered when blue norm went below the threshold value. As part of resolution, a return material authorization was issued for sensor replacement. B4.date of this report 21 april 2025. G3. Date received by the manufacturer? 21 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.